Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021. Implant date: (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(4); batch: 14390175. Product family: scs-extension; upn: m365sc3138350; model: sc-3138-35; serial: (B)(4); batch: 14373051.

Event description:
It was reported that the patient experienced inadequate and loss of stimulation due to lead migration. The patient underwent an explant procedure and the explanted device components were not returned as they were disposed by the facility.